Event description:
It was reported that doctor was reaming the intermedullary canal when the reamer broke off into the patient. Reamer was successfully retrieved, and there was no visible harm to the patient.

Manufacturer narrative:
Evaluation summary: the alleged complaint refers to versys im reamer fracturing as the doctor was reaming the intermedullary canal. As returned, the im reamer had fractured towards the center and where the outer diameter is minimal (notched). Sem analysis was performed and indicates an overload fracture. The reamer is conforming to manufacturing specifications. Cause cannot be definitively determined. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected by either method.